Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis was unable to achieve erection as the pump would not inflate device. The pump stayed flat after squeezing. The device was explanted. Upon explant, it was observed that the tubing was kinked near reservoir preventing fluid from transferring. There were no patient complications reported.